Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited deterioration of medium. There was no patient involvement.

Manufacturer narrative:
The device evaluation found that due to deterioration of medium (probe worn out), there was noise in the image. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.